Event description:
It was reported that the procedure was to treat a mildly tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 014 ht bmw elite guide wire (gw) was used for the procedure without issue. During removal from the anatomy, the tip of the guide wire felt as if it rotated abnormally and became separated in two pieces with the separated segment remaining in the y valve. The separated segment was simply removed without a snare and no guide wire pieces were left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - device not available for evaluation.